Event description:
It was reported that when advancing the catheter over the spring wire guide (swg), the clinician met with resistance and as a result, exchanged the catheter with a new one. According to the clinician, the swg could not be advanced past the hub and suspected a block. There were no reported pt complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Eval: one 3-l, 12 fr x 16 cm catheter, one swg, and several other components were returned for eval. No defects or anomalies were observed on the returned catheter. A swg with an outside diameter of .0341 inches was inserted into the distal end of the catheter. Significant resistance was encountered when the the swg reached the juncture hub. Investigation found the lumens inside the juncture hub to be deformed. The device history records for the catheter were reviewed with no relevant findings. The report of difficulty passing the spring wire guide through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is mfrg-related since resistance inside the juncture hub has been attributed to deformed lumens. A CAPA has been initiated to address this issue.